Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased in their home the morning of (B)(6) 2026. They had 10 implantable cardioverter defibrillator (ICD) shocks with persistent ventricular fibrillation (vf). They were still connected to their left ventricular assist device (lvad) with their batteries drained. Whether the outcome was device or therapy related was not provided. It was reported that the patient had ventricular fibrillation and the ventricular assisting device (vad) was discontinued. The patient experienced low flow alarms.